Event description:
It was reported during ongoing use, the device was explanted for premature battery depletion. A new device was implanted, and no adverse patient effects were reported. The defective device has been received, and the investigation is in progress.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. Therefore, the device was explanted and replaced. There were no reported adverse effects to the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.